Manufacturer narrative:
The bag was sent to baxter for evaluation and the results of the evaluation were as follows: both d-ring caps /ports intact. Donor tube sealed with marginally adequate melt 3 times starting at approx. 1.4cm above tubing sleeve to about 2.5cm above tubing sleeve, and clearly perpendicular to plane of the bag. First seal about even with d-rings. Slight inverted beading on both lower corners, none on upper sides or corners. Major crack along left side just inside the perimeter seal, thru both front and back surfaces, starting approx. 8.5cm above the lower left corner, continuing around the corner back surface only for approx. 8.9cm where it also cut thru the perimeter seal, through the outer hanger hole and split the bag. Some spike-like cracks seeming to some up from the bottom crack, both front and back surfaces. The conclution of the evaluation is that this type of cracking parallel to the perimeter seal is typical of liquid nitrogen ingress, and that excessively long donor tube tubes with marginally adequate seals may have been a contributor to this failure mode. Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. Ctq-CAPA-0007 has been initiated to investigate customer reports of cryocyte bag breakages.

Event description:
The international (germany) distributor of cryocyte freezing containers reported to baxter that a customer reported a broken cryocyte bag during a media fill experiment. There was no patient involvement. The problem was noted after storage. Bags were filled with 50-100ml media. Metal cassettes were used for freezing and storage. A controlled rate freezer was used. Storage of containers was in vapor phase and duration of storage was for four days.